Event description:
It was observed that during the device evaluation, the subject device exhibited the following: the (air/water) aw -tube and aw-cylinder had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information for the d4 - primary UDI number. Updated fields: d4, h2, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.